Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor needle broke. It was reported that the customer's blood glucose level was 131.4mg/dl. It was reported that the device would be replaced.

Manufacturer narrative:
Unable to confirm needle anomaly due to customer did not return needle only sensor however, found enlite sensor was whole.